Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized with a blood glucose of 60 mg/dl and nausea. The patient had been sick for a few days prior to being admitted. The patient did report calibration error alarms after wearing the sensor for two days. Gave the patient suggestions on how to clean the transmitter and on removing the paper backing from the sensor. Nothing further was reported.